Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor, was confirmed. It was found that the motor did not turn as it was corroded. The o-rings were also found to be defective and the motor cable did not pass the cable screening test. Further, the locking system of the drill mounting mechanism was physically damaged and the blade was found to not lock into the shaver. The motor, motor cable and the defective o-rings were replaced along with the missing parts of the of the drill mounting mechanism, and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause for the physical damage to the drill mounting mechanism, which in turn has caused the blade to not lock into the shaver. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same, along with that of the defective cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the device had a jammed motor. During in-house engineering evaluation, it was determined that the locking system of the drill mounting mechanism on the device was physically damaged and the blade was found to not lock into the shaver. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.